Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 15.8mmol versus 12.9mmol meter to lab. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.